Event description:
It was reported that they tried clonidine ¿which almost killed him¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).